Event description:
Two products: arthrex 3.0x14.5 mm biosuturetak suture anchor (double-loaded with #2 fiberwire), arthrex 2.9x15.5 mm pushlok suture anchor (double-loaded with #2 fiberwire).multiple cultures from the posterior knee/popliteal recess abscess positive: staph aureus, staph epi, staph hominis. FDA safety report ID # (B)(4).